Event description:
As reported by the distributor, during a coronary angiogram, the end user noted air bubbles entering the manifold, when drawing back on the control syringe. No air was injected into a pt. When checking the integrity of the luer lock connection between the control syringe and the manifold the male stem of the syringe luer snapped off and lodged in the manifold fitting. The case was completed with a new device. The used manifold is being returned for evaluation.

Manufacturer narrative:
Although it has been indicated that the used device will be returned for evaluation, to date, it has not yet been received by the manufacturer. Upon receipt of the device/completion of the investigation, a supplemental medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.